Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported patient felt pain post-operatively. The event occurred after patient had a surgery (c4-c5 discectomy) on (B)(6) 2012. Patient had a revision surgery on (B)(6) 2013 for cage removal, after complaining about pain and where computerized tomography (CT) showed a displacement of the bone replacement with a radiopaque shadow projecting towards the medullary canal. An anterior arthrodesis was carried out with self-stable plates and c4-c6 fixation with an autologous bone graft. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the computerized tomography (CT) scan was performed on an unknown date in (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation was done and it states that the complained devices had no visual signs of damage and it met specification. It is not possible to definitively determine the root cause. Unfortunately we are not able to explain how the displacement of the implant has occurred. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. MFR date - 8-nov-2010.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).